Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument to perform failure analysis. The instrument found to have one severely bent grip, causing them to be misaligned. The offset at the tips was 2.19.mm. The grips were not found to be cracked.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument would not successfully apply a clip. A fragment fell inside of the patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage or abnormalities reported. During the procedure, the issue occurred while applying a clip, which did not clasp properly, resulting in the clip (the fragment in question) falling into the patient. The instrument had only been in use for 20¿30 seconds before this happened, and no functional issues were observed prior to the event. There was no collision with other instruments or materials. The clip was retrieved using a force bipolar instrument. No additional surgical procedure or postoperative tests were required, and the case was completed robotically with a new clip applier instrument. No post-surgical complications or returns to the hospital were reported.